Event description:
The device was used during a sigmoidectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device and applied another to complete the procedure. The hospital has reported no patient injury occurred.